Manufacturer narrative:
Low creatinine results have been attributed to carryover from phosphorus reagent into creatinine. Customer has been advised to run each of these reagents on separate servers to eliminate the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Sporadic falsely depressed creatinine results were obtained on patient samples. It is unknown if results were reported to the physician. There were no reports of any adverse health consequences as a result of the falsely depressed creatinine results.